Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately october of 2022 from date manufacturer was made aware.

Event description:
It was reported that patients need to charge the battery more often. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return per hospital policy.